Manufacturer narrative:
Device evaluation: the customer reported an event of motor error 41622 has been recorded. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that an event of motor error 41622 has been recorded. There were no reported patient involvement and harm.